Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has no stimulation from the occipital (off-label) leads. The patient stated that all occipital therapy was lost soon after she was implanted. Follow-up identified the patient underwent surgical intervention and it was found that the patient's scs extension for the occipital leads had pulled out of the ipg header and migrated up. The physician was unable to bring the extension to the ipg with enough strain relief. The extension was not long enough to reach the ipg and a longer extension was not available during the case. Additional surgery is pending to complete the revision and connect the occipital leads. The event date is undetermined at this time.